Event description:
The customer reported that she received an alert and tried to calibrate the sensor, but when she did the insulin pump gave her two boluses. The customer stated that she pressed the "b" button to calibrate and she received a bolus of 2.40 units when she already had 8.0 units of active insulin. The customer's blood glucose reading was 230mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.